Manufacturer narrative:
Per the user facility's biomedical engineer, after the surgical procedure the flow module was turned off and then back on, and the flow measurement returned to normal. The flow module was replaced with another flow module and worked as intended.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, centrifugal pump displayed an 'art flow check sensor' message and the flow value was shown as dashes. At the time, the flow module light emitting diode (led) was green indicating no apparent issue with the module. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.